Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. The out of range measurements were noted with the device and the pacing system analyzer (psa). A revision procedure was performed and this lead was removed from service. No additional adverse patient effects were reported.